Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was no longer cycling when the pump was pressed. A surgical procedure was performed in which the device was removed and replaced. Upon explant, the balloon was found to contain no fluid, though no further details about the fluid loss were available. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of recurring incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.